Event description:
Information was received indicating that a smiths medical tracheostomy/pvc - portex accessory had potential damage to the tube / inner cannula surface during cleaning. No adverse effects were reported.